Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms and treated with pump. Customer's blood glucose level was 463 mg/dl and 403 mg/dl. Customer declined to troubleshoot for high readings. Customer states reported issue with mios sets and also stated the cannula was bent. The insulin pump will be returned for analysis.